Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the moderately tortuous distal left internal carotid artery, a large 190 emboshield nav6 embolic protection system was advanced past the lesion without issue and the filter was successfully deployed, followed by successful deployment of an unspecified stent at the target lesion. The nav6 recovery catheter (rc) was then advanced to the stent to recover the filter, but the rc was unable to cross through the stent struts and was withdrawn. Attempts to cross through the stent with other non-abbott catheters to retrieve the filter were unsuccessful. A 018 non-abbott support catheter was advanced to the proximal area of the stent, a shuttle guide sheath was then advanced over the support catheter and into the stent; the support catheter was then withdrawn. A new same size nav6 device was unpackaged and its rc was able to be advanced through the shuttle sheath and stent to the proximal end of the filter, but the filter would not close. While pulling the open nav6 filter into the stent, the filter became caught on the stent struts and great force was applied to free the filter from the stent struts; with applied force, the filter was ultimately able to be pulled into the new nav6 rc and the procedure was considered completed. The provided barewire filter wire had been used throughout the procedure. There was no note of any excessive debris captured in the filter. There was no damage caused to the vessel or the implanted stent and the stent was angiographically confirmed to be fully apposed to the vessel wall. While there were no adverse patient sequelae, a clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional emboshield nav6 embolic protection system mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.